Manufacturer narrative:
H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ enteric viral panel, there was a false positive rotavirus result for one patient sample: (B)(6) 2024 run 8148 in b7: rotavirus pos; (B)(6) 2024 run 8149 in a9: rotavirus neg, there was no patient impact reported because results were not reported.

Event description:
It was reported that while using the bd max¿ enteric viral panel, there was a false positive rotavirus result for one patient sample: on (B)(6) 2024 run 8148 in b7 - rotavirus pos; on (B)(6) 2024 run 8149 in a9 - rotavirus neg. There was no patient impact reported because results were not reported.

Manufacturer narrative:
After further evaluation, this event was already reported on MFR report #1119779-2024-00190. The previous MFR report #3007420875-2024-00002 should be considered canceled.